Event description:
Product was returned to MFR for analysis with report of "intermittent pump malfunction and catheter malfunction". F/u with hcp revealed the pt had been experiencing increased tone and spasticity and had a pump and catheter replacement done in 2001. Hcp reported pt was doing fine post operatively and pt is scheduled for a refill later in 2 months.